Event description:
The customer reported via phone call that they had a failed self-test alarm on the insulin pump. Customer stated there were several other failed self-test alarms. The customer's blood glucose was normal and did not require medical treatment. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.